Event description:
It was reported that the device failed to power on using ac power or battery power. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and observed it intermittently power off by itself. Physio replaced the system/memory pcbs assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced pcbs assembly and determined that ic chip, on the system pcb was root cause for the reported failure.